Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, the patient developed capsular contracture and hypertrophic scar. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Reason for device explant and/or reoperation: right-sided grade IV capsular contracture, bilateral keloid scar. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian hispanic female patient underwent a revision breast reconstruction with two 400cc mentor memorygel breast implants and experienced postoperative bilateral keloid scar and right-sided grade IV capsular contracture. As a result, the patient underwent bilateral removal and replacement with two 250cc mentor memorygel breast implants, (left catalog #: 3502504bc, serial #: (B)(4)), right catalog #: 3502504bc, serial #: (B)(4)) on (B)(6) 2019. This report is for the right prosthesis.